Manufacturer narrative:
Clarification was received on the sequence of results and their values. The initial measurement for tsh was 0.5 uiu/ml and the initial ft4 was > 100 pmol/l, with an automatic rerun ft4: > 100 pmol/l. This was sent to the physician. The first sample was repeated the next day and resulted: tsh 1.3 uiu/ml, and ft4 22.8 pmol/l. A new sample was drawn and resulted: tsh 1.35 uiu/ml ft4 22.3 pmol/l. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 ii assay results for one patient sample from the cobas 6000 e 601 module. The initial tsh result was 0.5 uiu/ml and the initial ft4 result was >100 pmol/l. These results were reported outside of the laboratory to the physician. The next day, a new sample was drawn from the patient. The tsh result was 1.2 uiu/ml and the ft4 result was 22.3 pmol/l. The first sample was then retested and the tsh result was 1.2 uiu/ml and ft4 result was 22.3 pmol/l. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
A general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Ft4 ii reagent lot was 288197, the expiration date was not provided. The calibration data for ft4 on the date of the sample measurements was acceptable. Calibration data for tsh was not provided. The qc data for ft4 was acceptable. Qc data for tsh was not provided. The alarm trace showed multiple abnormal sipper movements around the time of the event.